Event description:
Complainant alleged that the medics were responding to a call for a 78 yrs old male pt in cardiac arrest. The medics found the pt supine in bed, in an unresponsive condition, with no pulse or respiration. The pt was intubated and the medics monitored the pt with the device in semi-automatic mode. The complainant indicated that the device failed to advise shock to a shockable pt heart rhythm. The medics then switched the device to manual mode and successfully defibrillated the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.